Event description:
It was reported that the device was working when discharge the air prior to placement. It was stated that when placed on the patient, the device leak during flushing.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 2 fr per-q-cath with a t-lock and stiffening stylet inserted and one 28.6 cm segment of a 2 fr per-q-cath were returned for evaluation. An initial visual observation showed use residue on and within both samples. Tensile weakness was observed in the catheter segment sample between what appears to be the 4 cm and 6 cm depth markers. Some tensile weakness was also observed just distal to the strain relief in the other sample. A microscopic observation revealed three diagonal splits in the catheter proximal to the 5 cm depth marker of the returned catheter segment. The edges of the splits were observed to be rough. The catheter segment was dissected, and additional damage was observed on the interior wall of the catheter. No damage or leaks were found in the other returned sample. The characteristics of the splits observed in the catheter segment are indicative of damage caused by manipulation of the stiffening stylet within the catheter without first flushing the catheter and/or rapid or forceful withdrawal of the stylet from the catheter. The product IFU states: ¿preflush catheter with sterile normal saline or heparinized saline to wet hydrophilic stylet¿ and ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebv1286 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the device was working when discharge the air prior to placement. It was stated that when placed on the patient, the device leak during flushing.